Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 68(trace pointers are invalid) and could not able to rewind the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and pump was not exposed to a high magnetic field. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested for return.

Manufacturer narrative:
Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed self test, displacement test, sleep and active measurement current test. During download history review, pump error 68 was recorded on 07/05/2025 07:53:38.000 with file ID: 39 as well as line #ID: 672. Per the software engineer, log pump error fault 68 nm_trace_check_error_e was triggered by function hrm_postissftracehistoryvalid, file hrm_post.c due to an error in getting the state either long traces or detail traces (fault does not contain additional info that could detect what exactly traces are corrupted). Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. The pump was cut open to perform a visual inspection, and no evidence of moisture damage was found on the electronic assembly, unit was isolated to the electronic stack due to trace error. The following were noted during visual inspection: cracked corner of belt clip rails, cracked battery tube, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. Pump error 68 alarm was confirmed in the download history files due to a trace check error, isolated to the electronic assembly. Customer concern of rewind anomaly was not confirmed as the unit had passed all the appropriate tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.